Event description:
This is report 2 of 3. It was reported that a patient experienced peritonitis manifested by abdominal pain coincident with peritoneal dialysis (pd) therapy. The next day, the patient was hospitalized for the event. On an unknown date (during hospitalization), the patient began treatment with intraperitoneal (ip) vancomycin (1 gram, every other day) for peritonitis. The patient was discharged from the hospital three days after admission. Eight days later, the patient discontinued treatment with vancomycin. Dianeal therapies were ongoing. The cause of the peritonitis was unknown. At the time of this report, the patient was recovering from peritonitis. No additional information is available.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot number h13l10083, there were no issues detected during manufacturing process. As the sample was not returned, a complete device analysis cannot be performed. Should additional relevant information become available, a follow-up report will be submitted. (B)(4).